Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection procedure, when creating the anastomosis between the sigmoid and rectum, the surgeon fired the circular stapler, put the safety back on, and opened the stapler by turning it two full turns until the surgeon heard the click. When the surgeon tried to remove it, it was stuck. At this point, the surgeon gently pushed the stapler forward and tried to remove it again. It was still stuck, so the surgeon opened the stapler all the way and held onto the anvil from the top portion. The surgeon then checked the anastomosis, and there was no leak. However, the surgeon lost the anvil and had a hard time finding it. The surgeon had to call in the x-ray team to locate it and found it in the cecum. A larger open incision was made on the abdomen to retrieve the anvil. The surgeon then opened the cecum, removed the anvil, and fired an open stapler to close the enterotomy. Endoscopy was then called in to recheck the original anastomosis. The staple line looked great and intact. The surgeon then closed the patient. The surgical tim was extended 1 hour to 1 1/2 hour due to device issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was difficult to remove from the patient cavity and the anvil disengaged. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.